Event description:
The service report shows the customer support engineer's report that during his performance verification at the customer home, a leak test failure was reported. The nellcor puritan bennett customer support engineer verified the volumes were low (2130ml at the set 2800ml.) The customer support enginner inspected the device and replaced the piston assembly. It was also found during the service performance verification that ventilator would not relieve system pressure with specifications. The pressure relief assembly was replaced to correct the failure. The unit passed extended service final testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.